Event description:
Liquid comes along the rubber to the plunger part. The customer notices it happens. When the vtgm robot grabs the syringes around the rubber.

Manufacturer narrative:
Pr (B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. 3 batch numbers provided: batch 2107066 manufactured on 2021-06-23, batch 2108065 manufactured on 2021-07-21, batch 2108100 manufactured on 2021-08-19. H3 other text : see h10 manufacture narrative.

Manufacturer narrative:
Photos received by our quality team for investigation. Through visual inspection, it can be observed leakage past the stopper described by customer confirming the defect. No other defect can be noticed that could lead to leakage experienced. Physical samples are required to further analyze and evaluate. A device history review was performed for lots 2108100, 2108065 and 2107066 no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time.

Event description:
No additional information.